Event description:
It was reported that due to an incorrect size the patient had his artificial urinary sphincter (aus) 5.5 cm cuff not used. A 5.0 cm cuff was used to achieve the desired results. It was added that the cuff was labeled correctly, but the physician wanted to try a 5.0 cm cuff along with the 5.5 cm cuff. Should additional information be received a supplemental report will be submitted.